Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope could not be washed in any endoscope, clogged channel during reprocessing. Upon inspection and evaluation, the nozzle unit is clogged with foreign objects. The clogging inside the nozzle unit could not be removed. It is unknown, what kind of material is responsible for the clogging. Foreign material exiting from the air/water nozzle. Cause: insufficient cleaning. Insertion tube braids or bending mesh (sharp edges) protrude outward. Cause: cut portion of braids (strands) protrudes from inside. Blade or flex of connecting tube is jumping out. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿could not be washed in any endoscope, clogged channel during reprocessing¿ was confirmed. The following findings were also noted during device evaluation: plastic distal end cover has a crack, adhesive around objective lens has a chip, the adhesive on the bending section is detached, connecting tube has a dent, and due to a dent on bending tube, bending angle in up direction exceeds specifications. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The insertion tube braids or bending mesh had sharp edges protrude outward due to physical stress was applied to the insertion section during the device handling by the user. The event can be detected/prevented by following the instructions for use which state: ¿-do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.